Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found an output connector was broken. Analysis also found the upper case was broken, two case screws were contaminated, one encoder knob was missing, and the battery wires were pinched (insulation not compromised). (B)(4).

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. There was no patient involvement reported.